Event description:
It was reported that the pt came in for a diagnostic aorto-iliac-femoral angiogram with runoffs (aif) procedure. The pt's left groin was access and the physician went contralaterally to treat the right superficial femoral artery (sfa). Two stents were placed while the pt rec'd 5000 units of heparin. At the conclusion of the procedure, the physician closed the pt with an 8f evolution. Hemostasis was achieved and no hematoma was noted on the groin. The pt experienced a vagal response and manual pressure was used to stabilize the pt. The pt's blood pressure was 130/80 when she went upstairs. The pt reported back and abdominal pain and the pt went to CT. The pt returned to the floor. Thirty mins later, the pt arrested and was sent to the operating room (or) where the left groin was explored and the common femoral artery (cfa) was repaired. The pt was given a blood transfusion during surgery. The pt left the operating room and went to the ccu where the pt was found to have dic disseminated intravascular coagulation. One day later, the pt went in for a gi endoscopy and the pt expired later. The physician was in the training process for the angio-seal evolution.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of puncture site. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.